Manufacturer narrative:
The customer¿s report of a tubing break was confirmed. Visual inspection of the set showed that the silicone segment was separated from the upper fitment. There were no signs of damage to the upper fitment but the retainer ring was received with the set. No functional testing was performed because the pumping segment was received already separated. Dimensional testing showed that the silicone segment was within specification. The root cause of the separation could not be determined.

Event description:
The customer reported that an infusion of fentanyl was started to sedate an intubated patient. During the CT scan, the patient became more restless and the pump alarmed for an unspecified issue. The fentanyl tubing had broken above the pump door, the bag of fentanyl was empty, and a puddle of fluid was on the floor. The patient was coughing, sitting up on the stretcher, and trying to pull at the tubing. The patient was transported back to the floor without further incident.